Event description:
Boston scientific received information that this system displayed a high, out of range shock impedance measurement. Investigation in to the cause of the measurement determined that the reading was recorded at the same time the patient had underwent a radiofrequency ablation procedure. All other shock impedance measurements were stable. No changes were made to the system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.